Event description:
The patient reported the v-go has fallen off prior to 24 hours on (B)(6) 2021. The patient was doing yard work and sweating excessively when this happened however he was able to fill and apply another v-go successfully. The patient discarded the device.